Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: etlw1610c199e sn v06805948, expiration date: 2018-11-02, UDI #(B)(4), etlw1613c156e sn (B)(4), expiration date: 2018-09-13, UDI # (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient endovascular treatment of a 7.7 cm in diameter abdominal aortic aneurysm. The patient was discharged from the hospital the day after implant procedure with no complications or issues. It was reported that the patient expired. The cause of death has not been provided. No additional clinical sequelae were reported.